Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the issue did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code reappeared.